Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: device was returned for analysis. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The annulus was damaged and was not round. The advancer knob was loosened and advancer forward and backwards with no resistance or issues. The rotawire used in the procedure was not returned for product analysis. Functional testing was completed with .009¿ rotawire. The advancer knob was moved forward and tightened, and then the rotawire was inserted through the burr. The rotawire was not able to advance through the burr unit as the annulus was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06962. It was reported that guidewire detachment occurred. The target lesion was located in the severely calcified right coronary artery. A 330cm rotawire¿ and a 2.00mm rotalink¿ plus were selected for use. During preparation outside the patient's body, speed adjustment was done. The rotation speed which was unknown was increased. However, this caused the detachment of the rotawire. The procedure was completed with another floppy rotawire. No patient complications reported and patient's status was stable.